Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy, on the second firing of the stapler, with a white reload, no buttressing material, the stapler fired but the staples didn't form and exploded out of the cartridge, inside the patient. The doctor was able to remove all the staples from the patient. A second like stapler was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r58v4t. The analysis found that one psee45a device was returned with no apparent damage and with an ecr45b cartridge reload present. The cartridge was received partially fired 1/10 and with the pan dislodged and damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.